Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, but where or when the catheter was damaged could not be verified. One 2fr s/l per-q-cath PICC was returned for investigation. The catheter was received with the stylet in the lumen. The catheter length had not been modified. The t-lock extension set locking threads were not attached to the per-q-cath PICC, which indicates that an attempt may have been made to reposition the stylet within the lumen. A leak was identified in the 2fr tubing near the 10cm depth mark. The leak site was microscopically examined and two separate splits adjacent to each other were found in the longitudinal direction of the tubing. The catheter was cut longitudinally to examine the leak site from within the catheter, which revealed similar damage on the internal surface of the tubing. The adjoining surfaces of the split tubing revealed a granular appearance. It is possible that the reported leak was caused when the stylet was repositioned within the catheter or if the catheter was compressed against the stylet. It is unknown when the catheter was damaged. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ manipulation of the stylet within the lumen can also damage the catheter if the stylet is not wetted prior to repositioning. The IFU indicates to never use force to remove stylet. Resistance can damage the catheter. A review of the manufacturing records showed that no problems were identified during the manufacturing process.

Event description:
It was reported that the device leaked prior to use. The device was not used on a patient.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rect0196 showed two other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
It was reported that the device leaked prior to use. The device was not used on a patient.